Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging that the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500-533 mg/dl with small urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting performed by animas customer technical support revealed that the time on the pump was off by less than one hour. All basal and bolus delivery totals matched the patient¿s programmed deliveries. Animas customer technical support identified an issue of training/misuse as the cause of the patient¿s blood glucose excursion and the patient was referred to their health care provider for diabetes management. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy as the result of a training/misuse issue.